Event description:
Device malfunction: in stent restenosis. Symptoms/ae: stroke. Time of symptoms: post procedure. It was reported that immediately after a stenting procedure of the right internal carotid artery, the patient experienced a drop in heart rate and blood pressure. The patient was treated with vasopressors and inotropes and the condition resolved the next day. It is also noted that there appears to be an in-stent restenosis as reported on the CT angiogram of three days later. The CT of the head without contrast showed a new area of decreased density in the periventricular white matter in the right parietal region; suspicious for cva. The continuing condition improved. No additional information is available.

Manufacturer narrative:
B5: study event. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.